Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 15.7 mmol/l (282.6 mg/dl) with ketones of 1.5 mmol/l while wearing the pod less than 24 hours. When removed from the infusion site, the pod's cannula was found blocked by the patient's blood. Additionally, the patient experienced bruising at the infusion site. As treatment, a new pod was placed.